Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Subsequently, this device was returned and analysis was performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that visual inspection revealed a device erosion. A decision regarding performing a revision procedure to place this device under the muscle further or moving to a different body location is being determined. No further concerns regarding this system have been reported. Additional information was received. A replacement procedure was performed. This device was removed and replaced successfully. The leads were reconnected to the replacement device implanted in a subpectoral position. No further symptoms were reported.